Event description:
Procedure: gastric bypass. According to the reporter: the load "popped" while firing in the cavity. No pieces fell in cavity. Staples did not form properly and were removed. The surgeon transected the staple line again and opened a new device to continue on with the case.